Event description:
A report was received that the patient had an infection at the incision site after being implanted and was experiencing charging difficulties due to ipg was flipped. The patient was prescribed with antibiotics which resolved the infection. The patient will undergo for a revision.

Event description:
A report was received that the patient had an infection at the incision site after being implanted and was experiencing charging difficulties due to ipg was flipped. The patient was prescribed with antibiotics which resolved the infection. The patient will undergo for a revision.

Manufacturer narrative:
The date of onset of the patient's infection was somewhere between (B)(6) 2012. Additional information was received that the physician did not know whether the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced with a new one because the patient was not able to charge prior to the revision. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the incision site after being implanted and was experiencing charging difficulties due to ipg was flipped. The patient was prescribed with antibiotics which resolved the infection. The patient will undergo for a revision.